Event description:
On (B)(6) 2020 a b. Braun venatech lp permanent ivc filter was placed for lower extremity / dvt and pe with contraindication to anticoagulation. Device was placed from right internal jugular approach. Filter deployed appropriately and in infrarenal location with expansion of struts. On (B)(6) 2020, ivc filter was seen to have migrated to intrahepatic ivc / right atrium. Filler appeared distorted. No central line placements. CPR, trauma or cardiology procedures were noted in the interval. FDA safety report ID# (B)(4).